Manufacturer narrative:
Device returned to manufacturer: the wolverine was returned and analysis was completed. A visual and tactile examination identified a multitude of kinks in the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. An examination of the balloon identified blood inside the balloon body which is consistent with a leak on the shaft. There was a shaft break identified at 1cm proximal of port bond. It was noted that the shaft was stretched and bunched around the break site. Functional test identified a shaft leak from the break site. A visual and microscopic examination did identify damage to the tip. There was no damage observed to the markerbands or to the blades of the device. All blades were present and fully bonded to the balloon material. Blood was identified within the balloon and lumen which is evidence of a device leak.

Event description:
It was reported that a shaft break had occurred. During a procedure, the 15mm x 4.00mm wolverine coronary cutting balloon shaft broke when the physician attempted to cross the lesion. The device was able to be removed from the patient's body intact. The procedure was completed with a different device without further issue or patient injury.

Event description:
It was reported that a shaft break had occurred. During a procedure, the 15mm x 4.00mm wolverine coronary cutting balloon shaft broke when the physician attempted to cross the lesion. The device was able to be removed from the patient's body intact. The procedure was completed with a different device without further issue or patient injury.